Manufacturer narrative:
This is our final report on this incident.

Event description:
In total, the customer reported that six different samples showed false positive reactions with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Originally, the customer reported the false positive result of one patient with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Later, the customer reported five more false positive results with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer returned neither the complaint sample for investigational testing nor the patient samples that caused false positive test results. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples and controls on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. The daily journals of the affected ih-1000 was checked. An inter-well contamination was considered the likely cause of the false positive results. There are two possible root causes for the inter-well contamination: misadjustment of the needle or a bad status of the ih card (e.g. Presence of drops in the incubation chamber). In the instructions for use, the following statements are given in the chapter precautions: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card." Furthermore, we would recommended to replace the needle if it was bent or the coating was damaged, to check the centering needle/wells, and to perform a weekly maintenance.

Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported false positive results of the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The initial result was a 2+ reaction and when run again, the test result was negative in the anti-b well. Furthermore, the sample was tested in the tube method and yielded a negative reaction with anti-b. The customer stated that neither material of the sample was left over for investigational testing, nor was a new sample drawn. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples and controls on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. As the age of the patient is three months, further questions were directed to the customer. Currently we are waiting for the answers in order to investigate the case in depth without having the patient sample available. Furthermore, the investigation of the instrument data is still ongoing.